Event description:
The customer reported that the pump is not working. Customer stated when he enters the blood glucose the numbers would not stop and the button is not working. Patient's blood glucose reading is unknown. Advised customer we would replace the pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device will be returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.